Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician advanced the 3.5x15mm nc quantum apex balloon to the lesion and inflated the balloon to 12atms to predilate the lesion. The balloon was removed and a promus stent was advanced to the lesion and deployed. The physician then advanced the 3.5x15mm nc quantum apex balloon to the lesion again to post dilate the stent. The balloon was inflated to 24atms and ruptured. The procedure was completed with another 3.5x15mm nc quantum apex balloon. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)